Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead dislodged one day post implant. The lead was revised and remains implanted and in use. No patient complications were reported as a result of this event.